Event description:
It was reported that during a laparoscopic cholecystectomy procedure after placing clips on cystic duct and cystic artery it appeared that the clips were not closed. It was very easy to remove them from the duct and the artery. A new er320 was opened and it functioned normally. Clips were placed accurately and were properly closed. No patient consequence reported. Procedure was prolonged by six minutes. Devices have been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.